Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with a prostyle device using a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, the .035 guidewire could not be removed after insertion in the prostyle device. Both the guidewire and the prostyle were removed simultaneously. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.